Event description:
A customer reported that blunt knives had been noted. No patient impact was reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the blunt knife experienced by the customer cannot be determined. Although the exact root cause for this complaint is unknown, actions have been taken to the manufacturing process to reduce process variability and improved inspection methods have been added. All knives are 100 percent inspected (B)(4) during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).